Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensed noise. Troubleshooting was performed and postural changes reproduced the noise. X-rays were performed with no anomalies noted. The sensing vector was reprogrammed from primary to secondary and the system will continue to be monitored. Approximately one and a half years later the patient received another inappropriate shock due to t-wave oversensing. The shock impedance was within an acceptable range. Technical services discussed leaving the programming as is or reprogramming back to primary with vigorous posture assessment. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensed noise. Troubleshooting was performed and postural changes reproduced the noise. X-rays were performed with no anomalies noted. The sensing vector was reprogrammed from primary to secondary and the system will continue to be monitored. Approximately one and a half years later the patient received another inappropriate shock due to t-wave oversensing. The shock impedance was within an acceptable range. Technical services discussed leaving the programming as is or reprogramming back to primary with vigorous posture assessment. Additional information was received which indicated that, seven months later, the patient received multi inappropriate and appropriate shocks. The physician chose not to make any change the day of the recent event. No adverse patient effects were reported.